Event description:
It was reported that a signal loss occurred. On (B)(6)2024, the patient reported that on (B)(6)2024, they experienced a signal loss which occurred an unspecified day after the sensor had been inserted in the arm. On approximately (B)(6)20224 the patient was watching television in his room and he did not have any symptoms but noticed a frequent signal loss on the phone. He suddenly lost consciousness and his neighbour went to check on him and found him unconscious. The neighbour called 911. The patient was treated with glucagon. In the ambulance he regained consciousness and was taken to the emergency department (ed). The patient didn't know if there was any blood glucose (bg) taken nor the values. The patient was monitored for 2 hours at the ed. Some time during the monitoring the bg reading was 89 mg/dl. They provided the patient with food. Before he was discharged the cgm reading was 394 mg/dl and there was no bg taken. The patient was discharged the same day. At the time of the report the patient was fine. No other details were documented. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.